Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the cause of the issue was not known. No steps have been taken to resolve the issue and the issue was unresolved. Physician listings were sent to the patient. No further complications were reported.

Manufacturer narrative:
Correction to event date: date is approximate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins had reached an elective replacement indicator (eri). The patient said they went to their healthcare professional's (hcp) office and they did not know what the eri meant. During the call, the patient initially saw the eri but after trying to clear the eri message the patient saw a poor communication screen and then an end of service (eos) message. Pss reviewed the meaning of eos code. The patient noted that there was a dissatisfaction with the ins longevity because their previous devices lasted longer. The patient was directed to follow-up with their hcp. No symptoms were reported. No further complications were reported.